Event description:
Brushhead dislodges from main body of toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a 53 year old male reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b precision clean brushhead dislodges from main body of the toothbrush. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.